Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site was having issues verifying their green nav lock instrument. It was stated that they were unsure about any physical damage. Unknown delay. Unknown patient impact. Additional information was received. It was reported the representative was unable to replicate any navigation inaccuracies, or functional issues with this green nav lock at this account during the system check out.

Manufacturer narrative:
H3) no part have been returned for analysis. D10) continuation of d10: other devices used surgn cart 9735665 stealth s8 premium serial number (B)(6), camera cart 9735670 stealth s8 basic serial number (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred during a posterior cervical procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. The rep did not think it was user error. The rep believed that the issue was the surgeon not understanding how to save a forward projection from the drill guide. The rep said the saved projection would be ~3mm in diameter, and there would be another instrument projection above than what was saved. The rep said they were showing 5mm above the previously saved projection. The rep said that no one was able to figure it out, but the issue resolved itself.